Manufacturer narrative:
Treatment started again at the customer site on (B)(6) 2024.

Event description:
See completed mw-2024-00003, MFR 3003094912-2024-00001.

Manufacturer narrative:
Customer claimed that cyber-attack happened on their system. According to the submission the production aria network went down on 26th of september, 2024 incident has been reported to varian on 27th of september, 2024. The customer's allegation is confirmed by field activities. As of today the treatment on site is not started again since the cyber-attack. No allegation of malfunction is made against aria applications related to infection, which are determined to be working as intended. There is no claim of direct injury to any patient, but treatment interruption for greater than two weeks has the potential to decrease efficacy of radiation treatment. In order to prevent future attacks, customer facing documentation is available to varian customers. Security implementation guides and documentation on disaster contingency reports are also available to varian customers.

Event description:
Site experienced a cyberattack on september 26th. All servers have been taken offline while the customer goes through their network to see what all was affected. Nothing has been reported to varian at this time on if our servers were a part of the attack.

Manufacturer narrative:
Treatment started again at the customer site on (B)(6) 2024.

Event description:
See completed (B)(4). MFR 3003094912-2024-00001.